Manufacturer narrative:
The electrode lot number and expiration date were requested but not provided. The customer inspected the analyzer, found bubbles in the ion-selective electrode (ise) syringes, and noted a low-vacuum pressure alarm. The customer performed multiple air purges and primes on the ise lines, cleaned the dried serum from the dilution vessel and sipper/vacuum nozzles, and performed successful calibration and precision checks. The cause of the event could not be determined.

Event description:
The initial reporter received questionable chloride electrode assay results from different sample collections from two patients tested on the cobas 8000 ise 1800 module. The reporter stated that, according to the physician, the results of the two patients do not match their history. Over the last several days, they have noticed the results drop by more than 5 mmol/l across multiple separate draws. Patient sample 1 on (B)(6) 2026, the result was 129 mmol/l. On (B)(6) 2026, the result was 121 mmol/l. On (B)(6) 2026, the result was 127 mmol/l. On (B)(6) 2026, the initial result was 125 mmol/l. The repeat result was 123 mmol/l. Patient sample 2 on (B)(6) 2026, the result was 134 mmol/l. On (B)(6) 2026, the result was 127 mmol/l. On (B)(6) 2026, the result was 130 mmol/l. On (B)(6) 2026, the result was 125 mmol/l.